Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer contacted the technical support engineer (tse) to report an error e-100 generator shutdown issue while using the synchroseal instrument. The tse reviewed the system logs and verified the presence of e-100 errors. The tse explained that the e-100 error can sometimes occur if the instrument is shorting between the jaws. The tse asked the customer to inspect the instrument for tissue stuck between the jaws, and the customer confirmed the presence of tissue. Although the tse recommended cleaning the jaws, the customer chose to switch to a different instrument and continued with the procedure. Later, a field service engineer (fse) visited the site. The system had been used for several cases since the incident, and the customer reported that the e-100 issue had not recurred. The fse advised the site to inspect instruments for debris or tissue between the jaws before activating energy, to prevent further interruptions. The system was working properly, and no additional action was required as the issue was resolved. A review of the site's system logs for the reported procedure date was completed. Investigation revealed multiple possible related system errors.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the e-100 generator kept turning off while using the sychroseal instrument. A technical support engineer (tse) verified e-100 generator errors in logs. Prior to calling in, customer restarted the e-100 generator several times. Tse shared the e-100 generator can sometimes turn off if the instrument is shorting between the jaws. Tse had customer inspect for tissue stuck between jaws of the synchroseal instrument and customer confirmed there was tissue stuck in the jaws. The instrument was not stuck on tissue. The tissue in the jaws was from use during the case. Tse recommended wiping jaws off, but customer opted to move to another instrument. Customer is continuing with procedure. The procedure was completed robotically.